Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report numbers 2032227-2015-27953 and 2032227-2015-27954 this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized with pancreatitis from (B)(6) 2015. The customer did not know the blood glucose level at the time of admission. The customer had surgery to remove pancreas and gall bladder due to ongoing pancreas problems that may have preceded to sensor and insulin pump issues. The customer stated he has been experiencing sensor reading discrepancies. The customer stated that the sensor came out due to rolling around in bed after the recent surgery. Customer stated that the night before the sensor was reading 40 mg/dl and blood glucose was 96 mg/dl. Current blood glucose value was 193 mg/dl and sensor was reading 268 mg/dl. Customer was advised to remove and replace the sensor.